Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an insulin delivery occlusion while using a teflon infusion set with 23-inch tubing, which recurred after a resume of delivery and was resolved only after replacing the infusion set. Symptoms included hyperglycemia with a reported blood glucose of 204 mg/dl. Outcomes included continued home management with monitoring and no hospitalization. Investigation included troubleshooting with the user, confirmation of correct infusion set change technique, and review of the removed set, which reportedly showed no air bubbles, kinks, or bent cannula. Investigation of this case revealed an infusion set occlusion causing interrupted insulin delivery that resolved with a supply change, with no device damage observed in the removed set. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set-related occlusion consistent with known use-related or site-related factors.